Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2019, the pacing system was implanted. After the lead was implanted and normal measurements were observed using a pacing system analyzer (psa), the subject pacemaker was connected to the lead and implanted. During the tests performed post-implantation, intermittent detection of 3 mv signals and ineffective stimulations were observed in both bipolar and unipolar configuration. The physician therefore re-intervened immediately on the patient. The subject pacemaker was removed from the pocket and proper connection to the lead was confirmed. The lead was tested again with the psa and all the measurements were normal. The physician then decided to replace the subject pacemaker with another eno pacemaker. Before pocket closure, a sterile cover was used on the programmer's telemetry head to perform tests with the new pacemaker. However no detection and stimulation were observed in both bipolar and unipolar configuration. The new pacemaker was disconnected to the lead and the lead was measured again with the psa. In bipolar, all the measurements were normal, however no stimulation was observed in unipolar. The physician then decided to reposition the lead, checking that the values were normal to make sure of correct positioning. Once the new pacemaker was reconnected to the lead, everything worked correctly. Based on the preliminary analysis of the returned unit, no issue is suspected on the subject pacemaker.

Event description:
Reportedly, on (B)(6) 2019, the pacing system was implanted. After the lead was implanted and normal measurements were observed using a pacing system analyzer (psa), the subject pacemaker was connected to the lead and implanted. During the tests performed post-implantation, intermittent detection of 3 mv signals and ineffective stimulations were observed in both bipolar and unipolar configuration. The physician therefore re-intervened immediately on the patient. The subject pacemaker was removed from the pocket and proper connection to the lead was confirmed. The lead was tested again with the psa and all the measurements were normal. The physician then decided to replace the subject pacemaker with another eno pacemaker. Before pocket closure, a sterile cover was used on the programmer's telemetry head to perform tests with the new pacemaker. However no detection and stimulation were observed in both bipolar and unipolar configuration. The new pacemaker was disconnected to the lead and the lead was measured again with the psa. In bipolar, all the measurements were normal, however no stimulation was observed in unipolar. The physician then decided to reposition the lead, checking that the values were normal to make sure of correct positioning. Once the new pacemaker was reconnected to the lead, everything worked correctly. Based on the preliminary analysis of the returned unit, no issue is suspected on the subject pacemaker.

Manufacturer narrative:
Please refer to the attached analysis report.